Event description:
The user facility reported that part of the guidewire's polyurethane coating was sheared off inside the patient during a nephrostomy procedure in which a metal entry needle was used. The physician indicated that a less than one-inch piece of the polyurethane coating remains in the parenchyma tissue of the kidney and that retrieval was not neccessary. The physician commented that he had not read the instructions-for-use until after the procedure. The patient condition is reported as "fine-no-adverse event".